Manufacturer narrative:
The insulin pump was received with a21 error alarm after battery change due to broken solder joint on the interface board also, with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart during a bolus attempt. Customer also indicated that the act keypad button is not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 324 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.